Event description:
Event #1 [redacted date]: new tank came in with a psi reading of 2800. Problem with tanks regulator showing incorrect psi reading. Tank was flagged and sent back to (B)(6), our gas distributor who will send to western/mfg. Event #2 [redacted date]: new tank came in with a psi reading of 1600. Problem with tanks regulator showing incorrect psi reading. Tank was flagged and sent back to (B)(6), our gas distributor who will send to western/mfg. Event #3: tank found on code cart with a psi reading of 2267. Problem with tanks regulator showing incorrect psi reading. Tank was flagged and sent back to (B)(6), our gas distributor who will send to western/mfg. These events are part of a manufacturer recall that did not involve product removal. Manufacturer response for oxygen digital gauge, oxytote (per site reporter).